Event description:
It was reported by direct call from the customer to the emergency support program, that there was a suspected balloon perforation during counterpulsation therapy using a cardiosave intra-aortic balloon pump (iabp). Dark flakes in the helium tubing were present. No harm to the patient was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.